Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had a plunger sensor error. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing or broken on the bottom case and plunger assembly upon receipt, the bottom case and both plunger cases were cracked, and the device was also missing the plunger case seal and battery. Error codes were found in the ehl (event history log). The customer reported issue for the pump motor drive was not duplicated upon power up during the investigation, but the syringe plunger sensor error was found at power up. Root cause of the reported issue is unknown, but the battery was not returned in the device, and the flippers were found to be intermittently stuck. Replaced the battery and replaced all the plastic parts of the plunger assembly. Performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Model number: 4000.